Manufacturer narrative:
Investigation of this event is ongoing.

Event description:
As reported by our (B)(6) affiliate, an annular dissection, extending into the ascending aorta and coronary arteries occurred. Surgical repair including replacement with vascular prosthesis and coronary bypass grafting were performed. The native annular diameter measured 21.3 mm, which was borderline between a 20 mm and a 23mm xt valve. The 23mm valve was chosen as there was less leaflet calcification. Balloon aortic valvuloplasty (bav) was performed using 20 mm balloon with nominal volume. Based on the aortography upon bav, the delivery system volume was set at 2 ml less than nominal volume. Pre-deployment blood pressure (bp) was 170-180 mmhg. When the xt valve crossed the native valve, bp was around 140 mmhg. The balloon and the valve popped up and down upon half inflation, however, the 23 mm sapien xt valve landed in a 60:40 aortic/ventricular (a/v) position as intended. Bp was 60's mmhg right after deployment, however, it rapidly dropped after 30 seconds. A pericardial effusion indicating a cardiac tamponade was detected by tee. They started cardiac massage and percutaneous cardiopulmonary support (pcps). A thoracotomy was performed to try to find the bleeding site. Cardiopulmonary bypass was introduced instead of pcps. It took a long time to detect the bleeding site. A dissection was found around the commissure between the right coronary cusp (rcc) and left coronary cusp (lcc) a little above the virtual basal ring. In addition to the annular dissection, another dissection spreading from the ascending aorta to aortic arch was also noted. Aortic root replacement and aortic arch replacement were performed. During these vascular replacement, coronary dissection was additionally detected and coronary bypass grafting was performed. After those surgical treatments, pcps was re-introduced instead of cardiopulmonary bypass. After closure of the access site, angiography showed no blood blow in the right coronary artery (rca). Coronary bypass grafting was performed to the posterior descending artery. The procedure was exceptionally prolonged. As of the report, the result and details of subsequent procedure was unknown. The procedure was continued more than 10 hours. As of the report, the result and details of subsequent procedure was unknown. The operating cardiologist stated that the risk of rupture was assessed to be low as the amount of native valve calcification was not considered significant. Per the clinical specialist, valve deployment was performed after the anesthetist confirmed that bp was below 50 mmhg. On hindsight, it might be possible that the pulse pressure had not decreased enough although causing the balloon to move during inflation.

Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, despite multiple investigational attempts, it was not possible to obtain additional details regarding the tavr procedure. There is insufficient information to determine the cause of the reported rcc and ascending aorta dissection. There was no allegation or indication of a device malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.